Event description:
It was reported that high impedance was observed for patient with output status as limit. No x-rays were planned as lead break was suspected. Patient's device was last checked over a year ago and diagnostics were reported to be good at that time. The high impedance is suspected to be due to the age of the lead. No known manipulation or trauma of the device is suspected. No patient adverse events were reported. Patient was referred for full revision but no surgical interventions have occurred to date.

Event description:
A portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis, the end of quadfilar coil 1 appeared to be broken approximately 5mm from the end of the cut / torn outer silicone tubing. This area had evidence of being worn to the point of fracture with flat spots on the coil surface and no pitting. The abraded opening found on the inner silicone tubing 1 and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the inner silicone tubing. With the exception of the coil break and abraded inner tubing opening, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.

Event description:
Patient underwent surgery on (B)(6) 2015 to replace the generator and lead. The explanted generator and lead were received on (B)(4) 2015. Analysis was completed on the generator and it was confirmed to have performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis on the lead is underway but has not been completed to date.